Event description:
Employee was activating the instant heat pack when the top seam exploded. The contents sprayed all over the employee's face, chest, arms, hair and ears. No injury was reported.we have had several occurrences of this problem at our facility, and as a result we have stopped using this product. We are looking for a replacement product.